Event description:
Revision surgery - fractured neck. Patient fell on right hip causing neck fracture. Encore received a complaint about a reportable event. It was determined that the manufacturer of the device. As part of encore's acquisition of the co's product lines, co - agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on february 22, 2005. The information in this report has been forwarded to company.